Event description:
The wire rope that attaches to the spot film device allegedly broke. The spot film device struck the pt. The pt was not seriously injured; both the radiographer and the radiologist reported injuries in lifting the spot film device from the pt.